Event description:
Customer reported that in the past 2 months, she has noticed leaks off and on from her headset. She will either feel wetness on her site, notice that her headset has leaked, or when she removed her headset, some insulin will leak from her site. She stated could be having absorption issues. However, she couldn't rule out that her headset may be defective since it just started happening recently. A request was made for the return of the headset.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.